Event description:
It was reported that the patient presented for post-implant procedure. Upon interrogation, the right ventricular (rv) lead exhibited high capture threshold, low pacing impedance, and decreased r-wave amplitude. The rv lead was explanted and replaced. The patient was stable throughout.